Event description:
In this event it is reported that a patient had an allergic reaction to nontemplate aligner arch - suresmile aligners. Patient's symptoms included swelling and bumps in the mouth and throat. Symptoms started 2 days after exposure and ceased 1 week after stopping treatment. Patient tried aligners twice with the same results.

Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient¿s symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
Investigation results: we reviewed the DHR for this (B)(6) / patient ID#: (B)(6) / practice ID#: (B)(4), qty. (B)(4) items assy-500011 (aligners) and qty (B)(4) items assy-500010 (templates) were packaged by the second shift by bag and box operation on 08/21/2024, manufacturing in cell sc0, equipment bag-15. The sales order was inspected and met with the acceptance criteria provided by qa. Incoming inspection. We reviewed the incoming inspection record for the material manufacturing this (B)(6). Raw material: part: 501019 / lot#: 233743 / qty. Received: (B)(4) roll, inspection date: november/03/2023. The material was found acceptable for use in the suresmile product's manufacture. Return: we received the return of 12 items from the sales order (B)(6). We noticed that the packaging bag for the stage 1 aligners (u1 sn: (B)(6) and l1 sn: (B)(6) was open. The aligners were manufactured according to the specifications. Other: the provided evidence (allergic reaction checklist) indicates that the patient experienced swelling. It states that the patient is allergic to sulfate, soap, and laundry detergent, and mentions that allergy tests for the product were not conducted on the patient. There is no evidence of the reaction in the patient mentioned in the alleged event.